Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella 5.5 was inserted in a 67-year-old male for post-cardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos) with reported scai shock stage d. The patient remained on support for 5 days and was successfully weaned. Throughout support, there were no reported alarms, flow issues, or device performance concerns. Prior to explant, the impella 5.5 was functioning as intended with a purge solution of 5% dextrose in water with 25 meq sodium bicarbonate, purge flow of 9.6 ml/hr, purge pressure of 556 mmhg, and mean motor current of 293ma. During planned explant, thrombotic material was identified within the inlet cage and outflow region of the impella 5.5. Explant was not related to any device alarm or performance issue. The device functioned as intended throughout support. The patient was successfully explanted and survived to explant. Thrombotic material was identified at explant; however, there were no reported device performance abnormalities, alarms, or flow issues during support. The impella 5.5 functioned as intended throughout therapy.